Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Interrogation on (B)(6) 2010 reported that the pulse generator reached elective replacement indicator (eri) on (B)(6) 2009. This was due to cautery being used during cardiac surgery on (B)(6) 2010. A software download was unsuccessful. Backup vvi was noted though a surface ECG showed capture at 60 ppm and asynchronous pacing at 100 ppm with the magnet applied. One hour later, the device interrogated normally. The patient will be monitored.

Event description:
The pulse generator was upgraded to a dual chamber and electively explanted.

Manufacturer narrative:
Analysis was normal.